Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned without the product packaging or labeling. Both slides were in their initial positions. The top slide was pulled back to examine the sample notch. The sample notch was found to be bent backwards when positioned on a flat surface. The bend started approximately 0.355" from the base of the sample notch. There were no other visual anomalies observed on the device. Functional/performance evaluation: functional testing could not be performed due to the returned sample condition. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the sample was returned for evaluation. The investigation was confirmed for bent, as the sample notch was found to be bent. Additionally, the investigation was inconclusive for self-activation, as the device could not be fully functional tested due to the bent needle. During sample evaluation, the needle was found to be bent which could have contributed to the reported self-activation issue. All needles are visually inspected for bends before and after assembly at manufacturing. Therefore, it is unlikely that the root cause is manufacturing related. Furthermore, it was unknown whether shipping and/or handling issues contributed to the event, as the user did not report a bent needle/sample notch. Per the reported event details, the device was dry fired prior to use. The IFU states, "never test the product by firing into the air. Damage may occur to the needle/cannula tip." While a definitive root cause could not be determined based upon available information, dry firing of the device may have contributed to the reported event. Labeling review: the current IFU (instructions for use) states: precautions: this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied. Never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. Unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. Energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. Verify instrument is energized (cocked). Note: do not place fingers in front of cocking slides once instrument is energized (cocked). Impeding cocking slides' movement will impact functionality. While maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Potential complications: potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; and air embolism.

Event description:
It was reported that during a prostate biopsy, the device allegedly self-activated. Reportedly, another device was used to complete the procedure and a coax was not used. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostrate biopsy, the device allegedly self-activated. Reportedly, another device was used to complete the procedure and a coax was not used. There was no reported patient injury.